Event description:
It was reported intermittent occlusion alarms occurred eventually resulting in the customer's blood glucose level rising to 537 mg/dl. Elevated blood glucose was addressed with a manual dose injection. The customer changed supplies and resumed insulin therapy with each occlusion. Reportedly, the customer was using fiasp brand insulin, tandem technical support educated the customer this is off label insulin use.